Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump eroded trough the patient's scrotum. The patient presented with exposed pump hardware at the scrotal incision site. The previous pump and cylinders removed and replaced with a new pump and cylinders and connected it to the existing reservoir. The patient was successfully reimplanted. No more information is available at the moment, additional information was requested and will be provided as it becomes available.